Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the chin with juvéderm voluma® xc. That same day, patient experienced onset pain and mottling several hours after injections to chin. Suspected vascular occlusion and patient was treated with vo protocol. Treatment was noted as "2100 total usp units of hylenex injected sq and deep dermal into area of suspected vo, am1799b, am0601b, asa 325mg 1 tab po x 1, cialis 5mg po x 1, and medrol dose pack that the first dose was given in clinic. Symptoms have not been completely resolved as a continual evaluation of skin healing is needed. Healthcare professional also noted there is still some pink areas of skin, but gradually improving and no signs of permanent scarring at this time.